Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. A review of the sensor data indicated transient optical instability during the timeframe when the discrepancies were observed. The escalation team instructed the user to perform a sensor re-link using the specified steps, assisted the user through the process, and confirmed successful completion in the dms. Following monitoring, improved agreement between bg and sg values was observed, which the user also confirmed. The user advised to continue using the system with calibrations entered as prompted. The case was closed after confirming resolution and normal system usage.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Subsequent monitoring showed improved agreement between sg and bg values following the re-link. The user was advised to continue using the system and to reach out with any further concerns. Per dms review, the user is currently using the system, the information is up to date, and recent calibration entries demonstrate improved agreement between sg and bg values.